Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: spa is not recognizing any carousel. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) complaint trend: there are 24 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) investigation result / analysis: per fse report: found instrument had been leaking for an extended period, staff had been packing underside with blue roll to contain the leaking. Waste filter had been cleaned, but waste not being sucked away by pump. Disassembled waste pump and found it blocked with debris, as pump is after filter, this could only happen by filter being bypassed by users. Removed all debris from pump valves and diaphragm and reassembled pump. Waste pump now working properly, however waste still overflowing waste tower. Removed waste tower and found it blocked by a large mass of debris including a small screw from the probe holder and part of a nitrile glove. After clearing this debris, waste now able to be pumped away, and no longer overflowing waste tower. As instrument had been overflowing the waste tower and leaking for some time, the underside of the instrument was covered in waste fluid, inspected the tube sensor, and pcb and found the pcb to be contaminated and corroded with waste to the point where it had shorted out. Replaced pcb and cleaned up fluid and residue as best as possible using appropriate ppe. Tested instrument over 6 cycles and multiple enforced errors to prove sensor now working properly, all ok. Instrument now back up and running. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2010. Defective part number: 338032 spaii sense carousel pcb (damaged from leak). Work order notes: subject / reported: not recognizing the carousel. Problem description: pcb damaged. Cause: leak damage to pcb. Work performed: cleaned clogged filters and pump. Replaced pcb. Solution: cleaned clogged filters and pump. Replaced pcb. Returned sample evaluation: did not request return of damaged pcb. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control: alarp. Root cause: based on the investigation result and the fse¿s comments the root cause was clogged filters and pump. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the leak and spa not recognizing the carousel.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sensor error. We cleaned but it didn't help. It's not recognizing any carousel. 1. Was the leaked fluid contained within the instrument? Not contained. 2. Was the leaked fluid biohazardous or non-biohazardous? Biohazard. 3. Before or after a wasteline? Before waste line. 4. If not contained was the leaked fluid mixed with bleach solution? No. 5. Was the leaked fluid spraying about with force? No spray. 6. Was anyone harmed, injured or exposed to the leaked fluid without proper ppe being worn to prevent exposure? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sensor error. We cleaned but it didn't help. It's not recognizing any carousel. Was the leaked fluid contained within the instrument ? Not contained. Was the leaked fluid biohazardous or non-biohazardous? Biohazard. Before or after a waistline? Before waste line. If not contained was the leaked fluid mixed with bleach solution? No. Was the leaked fluid spraying about with force? No spray. Was anyone harmed, injured or exposed to the leaked fluid without proper ppe being worn to prevent exposure? No.